Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, while stapling, the first load was inserted without problem, but at the time of firing, the stapler did not work. The surgeon was unable to squeeze the handle, although he was able to press the green button. They swapped the load to make sure there was no pre- shot, but the other load did not work, either. They changed the stapler and used the two open loads previously and it worked perfectly, they concluded that the stapler already came damaged. It was necessary to replace the stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws were open and reload was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Functional testing found the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.